Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead exhibited loss of capture and low impedance. The device was reprogrammed. The lead was subsequently explanted and replaced on (B)(6) 2014. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.